Event description:
Received report of a death involving a patient one week after lap-band surgery. Follow-up finding with the physician; the pt presented with dyspnea, cyanosis and tachycardia three days after surgery. "Chest and abdomen x-rays and fluoroscopy was performed with a drink with hydrosoluble material; it showed no evidence of leakage of contrast material, band in correct position, right pulmonary field with two basal atelectases. No distension of intestinal ansae or stomach. Electrocardiogram showed no clinical evidence of myocardial ischemia. The pt was admitted to the hosp and began administration of oxygen therapy, anti-thrombotic measures, enoxaparin 80mg subcutaneous; pt had significant clinical improvement, vital signs stabilized and the cyanosis disappeared. Hours later the pt had another episode of sudden, progressive dyspnea, desaturation; the pt did not respond to oxygen therapy and had a cardiorespiratory arrest which did not respond to resuscitation measures". The physician believes the cause of death was a pulmonary embolism. Additionally the physician believes that there was no autopsy performed. This event is being reported because inamed's approach is to resolve all double in favor of reporting.